Event description:
It was reported that during installation of cardiosave intra-aortic balloon pump (iabp) installed 2 new safety disks consecutively from our stock, both show leakage. A 3rd disk from stock was installed and passed. There was no patient involvement.

Manufacturer narrative:
Additional information: event site address: (B)(6), event site address line 2: (B)(6), event site city: (B)(6), event site postal code: (B)(6). The getinge field service engineer (fse) encountered the reported issue during the installation of safety disk. The fse (pm) replaced the safety disk to fix the issue. The iabp was then released and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during installation of cardiosave intra-aortic balloon pump (iabp) installed 2 new safety disks consecutively from our stock, both show leakage. A 3rd disk from stock was installed and passed.